Event description:
It was reported that shock impedance values out of range and oversensing with artefacts were observed via home monitoring approx. One week after the implantation. It was decided to exchange the ICD and the lead.

Manufacturer narrative:
The ICD was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. In a next step, a sensing test was performed, and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The impedance measurement functions of the ICD were tested, showing no anomalies. The ICD proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of an ICD malfunction. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The provided x-ray images were analyzed. The lead showed much slack in the implanted state, an interaction between lead and generator housing cannot be excluded. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.